Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the stylus seemed unable to maneuver the display screen. It was further noted that the very tip of the stylus pen was missing and that a known good stylus was able to be calibrated and then maneuvered the entire screen as required. The stylus was therefore replaced to resolve the issue. It was also noted that the rubber pads on the lower case were damaged and the lower case was then replaced. (B)(4).

Event description:
It was reported that a malfunction of the programmer stylus and/or programmer screen was encountered; display screen was unable to be maneuvered around. It was noted that the stylus was replaced and calibrated two times with no success. The programmer has been returned for repair. There was no patient involvement.